Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited the hospital approximately one week post implantation and complained of poor physical condition. It was noted that the patient had experienced perforation and cardiac tamponade. Drainage was completed. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.